Event description:
The surgeon reported surface opacification of the intraocular lens at approximately 10 months post-operative. The opacification is reported to have a "very small impact on the visual acuity". The lens remains implanted.